Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reused cartridge and reused the syringe needle. Tandem technical support educated the customer on cartridges and syringe needle being single use products. Customer's blood glucose level was 100-120 mg/dl. The issue was resolved by performing a supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events."